Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post atrial fibrillation procedure, air was noted in the pericardium and there was stenosis of the esophagus / atrioesophageal fistula. The patient called and complained of chest pain and shortness of breath. The patient was directed to come to the emergency department. It was noted that there was air in the pericardium and there was stenosis of the esophagus. Procedural physician has been unable to get updates on the patient since transfer on (B)(6) 2025.